Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported being diagnosed with hereditary angioedema (hae) and an invisalign product was being used.

Event description:
The patient reported symptoms of swollen gums, cheeks, face and tongue, abrasions in the mouth, full body rash, runny nose, cold like symptoms, blocked sinuses, and was diagnosed with hereditary angioedema (hae). The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on( B)(6) 2019 and the patient is currently asymptomatic.